Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that when they were trying to connect, they got the service code 201 and they noticed the message today. Patient mentioned they were told their implant would last 7 years with the settings patient has before they need to get the implant replaced. Patient mentioned they turned their implant off for the EKG today and they were trying to turn the implant back on. Patient stated they didn't know if the implant was connected or not. Agent instructed patient to connect to their therapy settings and patient confirmed therapy was on. Agent walked patient through adjusting stimulation, patient confirmed they can feel the stimulation in their left side lower back, lower middle part of their back and right lower part of their back. Agent reviewed meaning of service code 201 with the patient and reviewed role of a manufacturer representative (rep). The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.